Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a little hemorrhage that caused a non-defining gait imbalance. The hemorrhage was the result of live mapping which they were unaware of. The patient came back five days later because of the gait imbalance, massive confusion, and an inability to talk. The patient had not returned to work. No further complications were reported.